Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument has been returned and evaluated. The fbf instrument was found to have a broken grip cable at the distal end. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. Additional observation not reported by site: the fbf instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The fbf instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the fenestrated bipolar forceps (fbf) instrument tip got stuck in an open position inside the patient. When taken out of the patient, cable on the tip was broken. The complaint reporter told the surgeon to look around the abdomen. It is unknown whether fragment fell into the patient and had been retrieved. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no fragment falling from the fbf instrument. At the end of the case, the surgeon visually inspected the operative field and did not identify any retained fragments. No post-operative tests, such as x-ray or ultrasound, were performed to confirm fragment presence. The patient has not returned with any post-surgical complications related to foreign body retention. No additional interventions were required. The fenestrated bipolar forceps involved in the event has already been returned to intuitive surgical inc. (Isi) for evaluation. The customer is not sure if any photographic images or videos are available for review.